Event description:
Unomedical reference number (B)(4). Event occurred in norway. On (B)(6) 2024, it was reported by the patient parent that he was hospitalized due to high blood glucose. He was struggling from last two weeks to keep blood glucose in range. Once the patient was gone to emergency hospitalization due to high blood glucose level. High blood glucose level was 20 mmol/l at the time of incident. Treatment for hyperglycemia is done by the manual injection. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction no malfunction based on complaint information. The batch 6003550 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6003550 was manufactured according to the work instruction (wi) version 77, manufactured in the machine m12, on 29/sep/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code no malfunction based on complaint information, harm code hc23 05 untreated diabetic ketoacidosis which the patient is unable to self manage requiring intervention by a hcp or requires emergency advance and lot 6003550 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.